Manufacturer narrative:
The reported event of failure to interrogate using bluetooth telemetry on the implantable cardioverter defibrillator was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to interrogate using bluetooth telemetry. The device was not implanted. No patient involved.